Event description:
Medwatch report states: the patient was admitted to the hospital for removal and replacement of failed left acetabular component, aseptic loosening. The surgical procedure was listed as revision left acetabular component, liner and femoral head. This prosthesis was recalled by MFR, depuy. The patient had this prosthesis placed (B)(6) 2007. Over time, it was noted on serial x-rays that she had cup movement. She was called back into recall and was starting to have some stiffness from her hip and pain and discomfort. The prosthesis will remain in the possession of the exempla corporate risk management dept per the patient's wishes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.